Manufacturer narrative:
(B)(4). Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits very mild detritus adhesion; the glass cap exhibits very mild devitrification at the output window. Based on the analysis results, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber.

Event description:
It was reported that during a prostate procedure, @ 121550 joules; 23 minutes, the physician noted ¿mirror breaks.¿ the procedure was completed using a second fiber. Patient or user outcome: ¿no damages to the patient¿ reported. Gland volume: 45 ml